Event description:
Radiometer reference (B)(4). According to complaint, the customer reported discrepancies in haemoglobin (thb) and potassium (k+) results on the blood gas analyzer abl90 flex plus (serial number (B)(6)) when the same patient blood (different specimen but taken at the same time) was analyzed on the laboratory analyzer. The analyzer used for the comparison measurements was the sysmex xn series for haemoglobin (hb) and abbott alinity for potassium (k+). Both thb and k+ on abl90 reported a lower reading as compared to the laboratory analyzers.